Event description:
The hcp reported that a priming bolus was programmed following a catheter revision. The reason for the catheter revision was not reported. The nurse programmed 0.355ml instead of 0.156ml bolus over 2 hrs. The error was noted after approx 10 mins had elapsed; the hcp planned to reprogram the pump. No pt symptoms were reported. No pt identifiers or f/u info was provided. Same as MFR's report #2182207-2007-00033.